Manufacturer narrative:
Eval summary: possible causes of fracture include: the adapter lip face not being seated flush to the rim face of the liner during impaction, creating a point loading situation at the lip rather than the intended face loading. A scratch or chip may have been placed on the instrument during cleaning/sterilization. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that an unk continuum impactor pad fractured during use.